Event description:
Tandem technical support informed the customer regarding possible causes of this issue (e.g. Misaligned rails).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the customer removes the pump case from the pump the cartridge is pulled out. Blood glucose level was 171 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had alternate therapy available.